Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited low pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.